Event description:
A (1) gk384r was left in a pt during thoracotomy. At this point it is unk if the gk372r () was locked when the gk384r fell off. The surgeon and the operating room scrub tech did not detect the missing gk384r tip during, or after the case. Spd also did not notice the missing gk384r l-hook tip. The missing gk384r went undetected until the pt complained of abdominal pain and a CT scan was ordered. It was at that point that the gk384r l-hook tip was discovered. The initial thoracotomy surgery occurred 7 months ago and the missing gk384r was not discovered until recently. The gk348r is scheduled to be removed operatively (B)(6) 2015. Additional info: x-ray was needed and piece was retrieved.

Manufacturer narrative:
Mfg site eval: eval is on-going.

Manufacturer narrative:
Manufacturing site evaluation: no product was received for evaluation. Based on the information available, the root cause of the failure is most probably user related. We assume that most likely the working tip was not locked to the handle correctly. If the connection between handle and working end is done like described in the IFU, a loosening is not possible. No corrective/preventive action required.